Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) evaluated the instrument and found a broken tip clamp in the reported problem area of the pipette assembly. The tip clamp and tip retaining clip were replaced. The instrument was inspected, tested without further problem, and returned to service.